Event description:
Procedure type: urogynecological. According to the reporter: the patient reported that as a result of having the product implanted in 2005, she has been experiencing problems. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).